Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 15 was not opening. A field service engineer (fse) confirmed that the drawer was not seen in diagnostics. So, the fse replaced the controller board for drawer and called customer support center (csc) to assist in configuration of the new board. The technical support specialist found that another drawer was not configured and configured the 18 full height matrix and resolved the issue. The system functioned as intended after the field service engineer and technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the drawer was not open when issuing normal saline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.